Event description:
It was reported that surgeon revised patient's left hip because of loosening.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.